Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that defect was supply hose was damaged. Per wo review on 22nov2022, there was no patient involvement. Per follow-up information received on 28dec2022, confirmed fluid delivery line was damaged. Per follow-up information received on 29dec2022, the problem was related to the water delivery line. The customer reported a supply hose issue. The reported issue needs to be evaluated and confirmed during the service repair. The repair was not performed yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that defect was supply hose was damaged. Per wo review on (B)(6) 2022, there was no patient involvement. Per follow-up information received on 28dec2022, confirmed fluid delivery line was damaged. Per follow-up information received on 29dec2022, the problem was related to the water delivery line. The customer reported a supply hose issue. The reported issue needs to be evaluated and confirmed during the service repair. The repair was not performed yet.